Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the moderately tortuous, non-calcified and 99% stenotic posterolateral left anterior descending artery. The physician advanced the 3.0x15mm maverick2 balloon to the lesion and inflated it to 8 atms for about 10 secs on the first inflation and it ruptured. There were no pt complications. The device was removed intact. Pt status is reported as "good." The procedure was successfully completed with the deployment of a stent.

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The most probable root cause of this defect is due to operational context due to the anatomical and/or procedural factors encountered during the procedure. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. A CAPA has been initiated to address this issue.